Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they customer alleging possible pump under delivery. The customer blood glucose level was 343 mg/dl at the time of incident and the current blood glucose of the patient is 173 mg/dl. The customer also report that the reservoir had air bubble. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as did not feel good, thirsty. The customer state that drive support cap appears normal. The insulin pump will not be returned for analysis.